Event description:
Dr indicated that this pt was also a renal transplant candidate and had recurrent events which prompted the closure of the pfo. A transseptal puncture was performed using an 8 fr mullins sheath and an amplatzer wire. The 8 fr sheath was withdrawn and a nmt sheath was inserted and the device delivered. Dr indicated that the implanting md encountered difficulty in placing the device across the defect which had a long overlap of the septum. Both ice and tee were used during the procedure. Approximately one hour after the procedure was completed the pt experienced cardiac tamponade due to a puncture of the la. The puncture was surgically closed and the device remains across the pfo defect. The pt remains hospitalized due to their condition as renal transplant pt and pulmonary complications associated with their renal failure.